Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 78mg/dl (meter), 50mg/dl (lab). Tests were done within 10 minutes with a difference of 28mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that, "squeezed out blood from same stick to test different meters and used alcohol to clean fingers."